Manufacturer narrative:
Product event summary: analysis found that the device powered off automatically at 6.5 volts.

Event description:
It was reported that the device sensed abnormally. The external pulse generator (epg) was returned for servicing. There was no patient involvement.